Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on left eye (os) at a 7 month post-operative exam. The patient¿s comments were that vision was slightly blurry and that right eye was worse than the left eye. The flap was lifted and the surgery center indicated the manifest refraction (mr) and best corrected visual acuity (bcva) was unaffected. Pre-op: bcva from (B)(6) 2016; right eye (od) pre-op 20/20 1.25 x -.75 x 10; left eye (os) pre-op 20/20 1.50 x -1.00 x 178. Post-op: bcva from (B)(6) 2016; right eye (od) post-op 20/20 .75 x -.25 x 50; left eye (os) post-op 20/20 .50 x -.25 x 45.